Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was riding up in the scrotum without affecting device performance. However, a revision surgery was performed to explant and replace the pump to place it in the more comfortable location in the scrotum. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations cannot be confirmed. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation as the event was determined to be unintentional or inadvertent interaction.